Manufacturer narrative:
The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self-testing (est), and short self-tests (sst). Covidien reference: (B)(4).

Event description:
A covidien customer support engineer (cse) reported the ventilator reset three times. The malfunction did not occur during pt use.